Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm, motor position encoder error alarm and low blood glucose levels. Customer's blood glucose reading was 15 mg/dl. Customer advised they had low blood glucose levels due to not eating sufficiently. Customer had already returned their old insulin pump due to multiple alarms. Customer advised their blood glucose levels crashed due to not properly eating food which resulted in hospitalization.